Manufacturer narrative:
(B)(4). Physio-control has received the device for analysis/repair and continues to investigate the reported failure. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that the device initially boots up normally but then begins to continuously restart with the self-test in progress screen after a minute. The device would not be able to provide defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the user interface and system controller pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.physio further evaluated the removed pcb assemblies and determined that the cause of the reported failure was due to a thermally sensitive integrated circuit chip, designator u61 from the system controller pcb assembly.